Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed. Analysis found an anomalous rf module. It is believed that the rf module failure caused an excessive current drain, which depleted the battery.